Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/17/2017 that on (B)(6) 2017 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number (B)(4)/lot number 5220425) was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor; however, the needle is safely retracted insice the applicator body. The customer complaint was confirmed. A root cause could not be determined. The returned sensor was not the complaint sensor.